Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient experienced bleeding, requiring hospitalization. The biopsy lesion was located in the right upper lobe. It was reported that the physician accidentally hit a vessel and the patient started to bleed excessively. The amount of blood loss was unknown but no blood transfusion was required. The physician was able to control the bleeding, stabilize the patient, and complete the procedure. Post-procedure, the patient was taken to the ICU and was reported as stable. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.